Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through resetting the pump, after which the error code did not reappear. Caller successfully started their sensor session.